Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused milrinone infusion. The patient was receiving a 100cc bag of milrinone at a rate of 6.77 ml/hour. At the end of the 12 hour shift, the full bag remained. The patient reportedly exhibited a decline in cardiac output and cardiac index throughout the day. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was provided by the customer related to patient current condition. Therefore, information was added to b1, b2, b5, h1 and h6. Additional information for b5: it was reported that a spectrum iq pump underinfused milrinone infusion. The patient was receiving a 100cc bag of milrinone at a rate of 6.77 ml/hour. At the end of the 12 hour shift, the full bag remained. The patient reportedly exhibited a decline in cardiac output and cardiac index throughout the day. At the time of this report, the patient status of the patient was ¿deceased¿. The cause of death was not reported. It was unknown if the patient was hospitalized prior to death or if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.